Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway.

Event description:
It was reported that approximately one month post central venous catheter placement, allegedly a puncture was identified next to the hub and the line was repaired. Reportedly, the patient was hospitalized for sepsis and placed on peripheral intravenous cannulation for fluids and antibiotics. The device was removed and replaced. The current patient status is unknown.

Event description:
It was reported that approximately one month post chronic catheter repair placement, the catheter repair segment allegedly had a puncture at the end of the silicon catheter next to the hard plastic white lumen. It was further reported that another repair kit was placed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one s/l hickman extension leg was returned corresponding to this event. An s-shaped split of the inner lumen was observed immediately distal to the clamp sleeve with the outer catheter completely broken at the site of the split. Leaking was also identified from the site of the split during an infusion test. When viewed under magnification, the surface of the split was noted to be mainly smooth with some granularity observed near the center. Tensile weakness was also observed based on these findings, the investigation is confirmed for the reported catheter break. Per the evaluation results, the inner lumen split was noted to be s-shaped with some granularity in the split surface and tensile weakness observed. These are characteristics typical of burst damage. As such, it is possible that over-pressurization contributed to the reported event. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Potential contributing factors include flushing against an occlusion, flushing with the wrong size of syringe, material fatigue and chemical degradation. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.